Manufacturer narrative:
B5: event description updated.

Event description:
It was reported by a facility staff member that a patient that had previously undergone treatment for benign prostatic hyperplasia (bph) in a outpatient setting sometime around on (B)(6) 2020 died within weeks after the procedure. There was no report of device performance issues, and the patient's cause of death was not confirmed.

Event description:
It was reported by a facility staff member that a patient that had previously undergone treatment for benign prostatic hyperplasia (bph) sometime around (B)(6) 2020 died within weeks after the procedure. There was no report of device performance issues, and the patient cause of death was not confirmed.